Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Complaint of ¿runs when not activated¿ was confirmed. The right pedal springs are missing, which causes footswitch to be activated when mdu is plugged into control unit. The missing springs cause the right pedal to be totally depressed which means it is constantly activated. The complaint investigation has concluded that the device has exceeded its recommended service life limit and has succumbed to expected wear and tear since the unit has been in service over 4 ½ years.

Event description:
It was reported the dyonics power ii footswitch runs when not activated. A back up device was utilized to complete the procedure. No patient injury or complications were reported.